Event description:
It was reported that the patient was no longer able to feel stimulation in their legs. The day after the patient had their surgery a manufacturer representative programmed the patient¿s device. After the programming the patient was able to feel stimulation in their back and legs but at the time of the report they could only feel stimulation in their back. The patient stopped feeling stimulation in their legs 2 weeks after the day after surgery. The patient had tried adjusting their stimulation but that did not resolve the issue. There were no falls or trauma associated with this event. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# va005le, implanted: (B)(6) 2014, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3550-29, lot# n284785, implanted: (B)(6) 2014, product type accessory; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).